Event description:
It was reported that this brady lead was not successfully implanted as the lead became dislodged in the right ventricle (rv) septum and when the lead was positioned at a higher septal wall, the lead had exhibited abnormal pacing behavior with fluctuating threshold and capture ability. The lead still became dislodged, so a new lead with the same model was used instead. Furthermore, this lead is being returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix became dislodged and lead had exhibited abnormal pacing behavior with fluctuating threshold and capture ability anomaly.

Event description:
It was reported that this brady lead was not successfully implanted as the lead became dislodged in the right ventricle (rv) septum and when the lead was positioned at a higher septal wall, the lead had exhibited abnormal pacing behavior with fluctuating threshold and capture ability. The lead still became dislodged, so a new lead with the same model was used instead. Furthermore, this lead is being returned. No adverse patient effects were reported.